Event description:
It was reported that the pt is going in for a consult with the surgeon for a possible battery replacement. Further info received indicated that the consult with the surgeon was because high lead impedance was observed on system test. Physician believes a possible scar tissue buildup which might be giving high lead impedance results. Additional info from the nurse revealed that they are not sure why they think that the pt has developed scar tissue/fibrosis. X-rays were taken, but no available for manufacturer review. No pt manipulation or trauma was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.